Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was advanced to treat a perforation that occurred in the distal right coronary artery (rca); however, the stent delivery system failed to cross the lesion. The lesion was treated by balloon angioplasty for 2 minutes and then medical management. There was no reported adverse complication or adverse events related to use of the graftmaster. There was no reported clinically significant delay in the procedure. No additional information was provided.